Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt reported for the past few days their therapy has been helping very little. Pt said that their intensity settings have been changing on their own and will go down to 0.1. Pt said that they will typically be around 4 or 5 for their settings on average. The patient was redirected to their healthcare provider to further address the issue.